Event description:
Per contact, after the md had done five bandings and withdrew the scope he noticed that the tip of the bander was not on the scope. An inspection of the scope showed that the sheath was in the scope. The tip of the bander was lodged in the patient's throat. After several attempts the md called in a surgeon to remove the piece from the patient.